Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated symptoms.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they had a low event due to the receiver not beeping on (B)(6) 2016. Patient was slow to react and incoherent. Patient's daughter had to get her juice. Additionally, patient tested the audio function of the receiver and it did not beep. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).